Event description:
It was reported that the procedure was to treat a moderately calcified, mildly calcified, 90% stenosed, de novo lesion in the right coronary artery (rca). A 2.50x15mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation with resistance from the anatomy. The bdc was inflated one time to 12 atmospheres (atm) when the balloon ruptured. The bdc was removed without resistance and the balloon rupture was confirmed. A 3.0x10mm non-abbott device was used to complete pre-dilatation, and a 3.5x23mm xience skypoint drug eluting stent (des) was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.